Manufacturer narrative:
The end user was struck by a motor vehicle while crossing the roadway in a crosswalk while operating the power wheelchair. Hoveround's owner's manual warns end users, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules," and, "always use the seat belt."

Event description:
End user reports while crossing the roadway in the power wheelchair in a crosswalk, end user was struck by a motor vehicle. End user was not wearing the seat belt.